Manufacturer narrative:
The product was returned with the membrane completely unfolded. The returned maquet sheath was returned separate from the iab. The one-way valve, extender tubing and pressure tubing were also returned. - the one-way valve was able to hold vacuum - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and a leak was detected on the membrane approximately 18.5cm from the rear seal measuring 0.01cm in length. The reported problems were most likely triggered by a leak which was found on the membrane. The leak size suggests that a sharp object may have caused it, no marks were found around the leak. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), it would not inflate after being connected with the console. A new iab was inserted to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).